Manufacturer narrative:
Literature citation: y. Shimamura "risk factor of postoperative complication of balloon kyphoplasty (bkp) for osteoporotic vertebral fracture". Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that total of 63 cases underwent bkp in this hospital from 2012 jul to 2015 sep. Out of 63 cases, 60 cases (male:13, female:47) were studied (3 diseased cases were excluded as the cause of death is unrelated). Postoperatively, 2 treated vertebral fractures were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.